Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the customer's blood glucose was between 560 mg/dl and 600 mg/dl despite changing her set twice. The patient felt queasy. She treated via insulin pump therapy and a bolus. Troubleshooting was initiated to inspect the insulin pump. The drive support cap appeared normal. There were no large air bubbles in the tubing either; only champagne bubble-sized bubbles were identified. A prime was successfully performed with the current set as well. The device settings were programmed accurately. A high pressure test could not be performed due to lack of a tubing clamp. The customer was advised to change their entire set, reservoir and insulin and treat per health care professional's instructions. No products were returned and a tubing clamp was shipped to the customer.

Manufacturer narrative:
The insulin pump passed displacement test, rewind test, basic occlusion test, prime test, excessive no delivery test, occlusion test, self test and unexpected restart error test. Pump passed all operating currents tested within the specific range and passed off no power test. Device was received with broken battery tube thread, broken reservoir tube lip, cracked reservoir tube, cracked reservoir tube window, cracked case near display window corners and minor scratches on display window noted.